Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg was explanted and replaced (with a smaller/different model) due to discomfort and weight loss. The explanted product will not be returned to sjm.